Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.

Event description:
It was reported that the patient underwent primary (orif) surgery for proximal ulna fracture with va-lcp olecranon plate and screws. Postoperatively, it was confirmed that there was a possibility that the screw was protruding from the radioulnar joint. Therefore, revision surgery was performed. Before the revision surgery, when checking the image, it was found that the proximal bone fragment was dislocated. Therefore, the surgeon removed all implants and performed refixation with the addition of a va-lcp proximal plate to the tension band fixation. The surgeon believed that the cause may have been related to the patient's history and his extremely weak bones. The surgery was completed successfully within 30 minutes surgical delay. The patient outcome was reported to be stable.